Event description:
Report 2 it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, several nurses have repeatedly encountered blood splatter after activation on unspecified number of times. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo and 1 video for investigation. The photo and video showed a splatter of blood once the needle had been retracted. Additionally, 10 retained samples were functionally tested and all drew within specification limits. This complaint has been confirmed for the indicated failure mode: splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem report 2 of 3 d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-oct-2025 investigation summary bd received 1 photo, 1 video, and 30 returned samples for investigation. The photo and video showed a splatter of blood once the needle had been retracted. Of the 30 returned samples, 10 were randomly selected for evaluation. The 10 returned and 10 retained samples were functionally tested, and all drew within specification limits. This complaint has been confirmed for the indicated failure mode: splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3 it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, several nurses have repeatedly encountered blood splatter after activation on unspecified number of times. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2. It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, several nurses have repeatedly encountered blood splatter after activation on unspecified number of times. There was no health impact or consequence reported.